Event description:
Left subclavian vein not available for catheter placement. Attempted placement in right subclavian vein without success. Surgeon noted that access to the vein was relatively easy and wire passers could be obtained, but ultimately it was not possible to track the sheath and catheters down from the subclavian vein to the superior vena cava because of right angulation. Attempt was abandoned. Catheter successfully placed in right jugular vein. Soon after placement of the catheter pt underwent hemodialysis. Pt coded toward the end of hemodialysis. Unable to resuscitate. Postmortem revealed a large hemothorax in the right chest, 2 punctures of the right subclavian vein, one in the right chest, one extrapleural, but one communicating with the thoracic cavity.